Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly, prime anomaly, and rejected new battery. The customer's blood glucose level "of the customer" was unknown. The customer stated that there were scratches on the screen of the insulin pump. The screen appeared hazy on the right side making it difficult to read. The insulin pump was squirting insulin during priming and it was slower in the rewind process. The motor of the insulin pump sounded labored and the act button required to be pressed twice. The product will not return for analysis.